Event description:
It was reported that; noticed a broken tap and loose hinged rod holder.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. Visual, dimensional and functional analysis could not be performed as the device was not returned and lot was not provided. The definitive root cause of the event could not be determined from given information.

Event description:
It was reported that; noticed a broken tap and loose hinged rod holder.